Event description:
Procedure: c-section. Reportedly, the midwife leaned onto the patient and activated the pencil then the pencil burned the patient. Patient burn occurred on the right side of the abdomen. Size of the burn was approximately 5 or 6cm. Post-op 1 week patient came back for outpatient care. Patient was treated. In 2007, patient came back to hospital for final debridement of the wound and closed it.